Event description:
The patient was hospitalized for unknown causes. Dehydration was mentioned, but no report of under or over hydration. The complainant reported the feeding pump was not functioning properly.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.